Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited sudden high out of range pace impedance measurements greater than 3000 ohms, resulting in a safety switch. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.